Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's co2 module. Unit was safety tested to factory's specifications.

Event description:
Customer reported an issue with the beneview monitor, which may have affected respiration and co2 monitoring. No pt injury was reported.